Manufacturer narrative:
Product code: kwp. Common device name: spinal interlaminal fixation orthosis. Catalog# 6741608. Lot# bkx. Method: device history review, complaint history review, risk assessment. Result: the screw remains implanted. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the potential root causes may be: not using inserter guide during insertion, driving the black line on the screwdriver beyond the indicated area.

Event description:
It was reported that; the surgeon suspected that there is a potential risk that the screw penetrated into cage body with x-ray. But he couldn¿t judge the fact. Because bone quality was dense, the surgeon struck the driver hammer lightly.

Event description:
It was reported that; the surgeon suspected that there is a potential risk that the screw penetrated into cage body with x-ray. But he couldn't judge the fact. Because bone quality was dense, the surgeon struck the driver hammer lightly.